Event description:
A malfunction with code malf 12 was reported by the customer, and the pump issue was reset with assistance from technical support. There was no specific report on the impact to the customer¿s blood glucose level, as it was unknown or declined to answer. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump while advised to contact technical support if the issue arose again.